Event description:
It was reported that the patient was swimming and experienced ¿tingling or small jolt stimulation¿ in the diaphragm region of the abdomen. The stimulation was surprising. The patient had since turned the stimulator back on and said the stimulation was localized in the normal area. The manufacturer's representative did programming for adaptive stimulation, and made sure it was oriented. The event occurred during normal use. There was no diagnostic testing or troubleshooting performed as it was not required. The cause of the issue was not determined. The product status was implanted and remains-in-service. The patient¿s status was alive with no injury. Later, the manufacturer's representative received a call from the patient. The patient was confused and said it was ¿not doing what it was supposed to be doing.¿ the manufacturer's representative requested a call to the patient to explain on adaptive stimulation. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).